Manufacturer narrative:
A ge service representative performed an onsite investigation. The engineer identified problems with the 5vdc power supply, control panel processor pcb, hard disk drive and gpos (general purpose operating system) cpu assembly. The interconnect cable was also evaluated and repaired by the in house biomed engineer. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.